Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 78 mg/dl at the time of incident. Customer stated that the insulin pump buttons were bubbling up and the keypad overlay was not aligned to the actual buttons. Customer reported that the insulin pump buttons were unresponsive customer also reported that the sensor glucose versus blood glucose readings does not match and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.